Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Sterile date: 06 july 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. No related capas. Risk management review: a review of doc-035405 medical device hazard analysis (rev 12), identifies the hazard situation as "4.24 - eds3 unable to hold in place at desired height" the risk level is considered moderate. Based on complaint of "chamber slipping." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a damaged drip chamber. The drip chamber was broken at the base that the screw is inserted into and one of the clamps that glides along the measuring base. The breakage of the components indicates that the user turned the stopcocks with excessive torque. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c -natus eds 3 csf external drainage system drip chamber will not reliably hold the leveled height for treatment intervention. Drip chamber removes csf by gravity. When the chamber slips, more csf is drained from the patient. Provider changed out the natus evd on 11/24/25 due to drip chamber on original sliding. No injuries.

Manufacturer narrative:
Follow up report 002 ref to natus complaint#(B)(4). Correction to root cause/failure investigation details as below: root cause/failure investigation: this case had a damaged drip chamber. The drip chamber was fractured at the base that houses the screw attachment, and one of the sliding clamps on the measuring base was also broken. The breakage of the components indicates that the user turned the screw with excessive torque. Failure mode: confirmed / drip chamber breakage during use.

Event description:
(B)(4) -natus eds 3 csf external drainage system drip chamber will not reliably hold the leveled height for treatment intervention. Drip chamber removes csf by gravity. When the chamber slips, more csf is drained from the patient. Provider changed out the natus evd on 11/24/25 due to drip chamber on original sliding. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Per 9b)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 4.24 - eds3 unable to hold in place at desired height effect (harm): delay in patient treatment, over drainage/ under drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Nt821731c -natus eds 3 csf external drainage system drip chamber will not reliably hold the leveled height for treatment intervention. Drip chamber removes csf by gravity. When the chamber slips, more csf is drained from the patient. Provider changed out the natus evd on 11/24/25 due to drip chamber on original sliding. No injuries.